Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized due to hypoglycemia on (B)(6) 2025 at (B)(6). The patient's blood glucose levels reached 24 mg/dl while wearing the pod on the leg between 37 and 48 hours. The patient's spouse noticed the hypoglycemia and attempted to treat them but was unsuccessful. The patient's spouse then contacted an intensive care unit (B)(6) and the patient was transported to the hospital. The patient was hospitalized for 2 days and was treated with glucose via intravenous. The device was discarded.